Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female pt (age unk), the device inappropiately "shut down." Complainant indicated that there was any adverse effect to the pt due to the reported malfunction.